Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a broken occluder feet was identified. The reported condition was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked. It was further reported that the broken twist clamp was noticed when the fluid poured out upon removing the minicap. This was noticed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.